Event description:
The pump stalled following MRI. It was unk how long the pump was stalled. It was corrected with telemetry. The pt experienced no symptoms and there was no injury. The does was 300 mcg/day of baclofen.

Manufacturer narrative:
(B) (4).